Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included solpadeine (tylenol 1) for dyspareunia, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for dyspareunia and nausea, ibuprofen for pelvic pain, abdominal pain and back pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia"), pruritus ("rashes or skin conditions (itchy skin)"), menstruation irregular ("irregular menses") and libido decreased ("diminished libido"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/(inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced diarrhoea ("gastrointestinal/digestive system condition/type: diarrhea monthly"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a procedure to remove the essure device/salpingectomy (bilateral)/hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved and the nausea, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia, back pain, menorrhagia, female sexual dysfunction, migraine, headache, pruritus, menstruation irregular, diarrhoea and libido decreased outcome was unknown. The reporter considered abdominal pain, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: gastrointestinal/digestive system condition/type: diarrhea monthly. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included solpadeine (tylenol 1) for dyspareunia, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for dyspareunia and nausea and ibuprofen for pelvic pain, abdominal pain and back pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia") and pruritus ("rashes or skin conditions (itchy skin)"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), menstruation irregular ("irregular menses"), gastrointestinal disorder ("gastrointestinal/digestive system condition") and libido decreased ("diminished libido"). The patient was treated with surgery (she underwent a procedure to remove the essure device/salpingectomy (bilateral)/hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved and the nausea, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia, back pain, menorrhagia, female sexual dysfunction, migraine, headache, pruritus, menstruation irregular, gastrointestinal disorder and libido decreased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. The following events were provided- menorrhagia, apareunia, migraines, headaches, itchy skin, irregular menses, diminished libido. Event outcome of vaginal haemorrhage, pelvic pain and abdominal pain updated to recovered. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing pain') in an adult female patient who had essure (batch no. C96074-inv,c95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and stress incontinence. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) for dyspareunia, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for dyspareunia and nausea, ibuprofen for pelvic pain, abdominal pain and back pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions (itchy skin)"), menstruation irregular ("irregular menses") and libido decreased ("diminished libido"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/(inability to have sexual intercourse)/ apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced diarrhoea ("gastrointestinal/digestive system condition/type: diarrhea monthly"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a procedure to remove the essure device/salpingectomy (bilateral)/hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved and the nausea, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia, back pain, menorrhagia, female sexual dysfunction, migraine, headache, pruritus, menstruation irregular, diarrhoea and libido decreased outcome was unknown. The reporter considered abdominal pain, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Proper device placement. Lot number (c96074 ) is invalid. Most recent follow-up information incorporated above includes: on 2-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing pain') in an adult female patient who had essure (batch no. C95074, c96074-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and stress incontinence. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) for dyspareunia, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for dyspareunia and nausea, ibuprofen for pelvic pain, abdominal pain and back pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions (itchy skin)"), menstruation irregular ("irregular menses") and libido decreased ("diminished libido"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/(inability to have sexual intercourse)/ apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced diarrhoea ("gastrointestinal/digestive system condition/type: diarrhea monthly"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a procedure to remove the essure device/salpingectomy (bilateral)/hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved and the nausea, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia, back pain, menorrhagia, female sexual dysfunction, migraine, headache, pruritus, menstruation irregular, diarrhoea and libido decreased outcome was unknown. The reporter considered abdominal pain, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy- on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina- on (B)(6) 2015: total bilateral occlusion. Proper device placement.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing pain') in an adult female patient who had essure (batch no. C95074/c96074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and stress incontinence. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) for dyspareunia, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for dyspareunia and nausea, ibuprofen for pelvic pain, abdominal pain and back pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions (itchy skin)"), menstruation irregular ("irregular menses") and libido decreased ("diminished libido"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/(inability to have sexual intercourse)/ apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced diarrhoea ("gastrointestinal/digestive system condition/type: diarrhea monthly"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a procedure to remove the essure device/salpingectomy (bilateral)/hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage had resolved and the nausea, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia, back pain, menorrhagia, female sexual dysfunction, migraine, headache, pruritus, menstruation irregular, diarrhoea and libido decreased outcome was unknown. The reporter considered abdominal pain, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Proper device placement. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received: lot number was added, essure insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and back pain ("severe back pain"). The patient was treated with surgery (she underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, fatigue, feeling abnormal, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.